Event description:
Patient fractured right femoral neck 04/10/1997 while snowboarding at mommoth lakes ca. Patient was treated with "orif" by dr. Hosp. On 06/02/1998, dr. Explanted the side plate and cortical bone screws but was unable to remove the lag screw from femoral neck/head.